Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed on a prismaflex m150 set. Less than forty-five minutes into continuous renal replacement therapy a leak was noted to be originating ¿where the effluent line is connected to the m150 circuit and exits the effluent pump¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.